Manufacturer narrative:
Concomitant product: d314trg crtd, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a systemic blood infection. The patient was treated with antibiotics and the device system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.